Manufacturer narrative:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected samples from 11 patient with no symptoms of covid-19. No data for any test was provided for analysis. Patient-1-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive. Patient-1-sample-1-retest was run (B)(6) 2021 using abbott m2000 pcr, resulting in sars-cov-2 positive. Patient-1-sample-2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative. Patient-1-sample-2-retest was run on unknown date using abbott m2000 pcr, resulting in sars-cov-2 negative. On (B)(6) 2021, patient-1 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg negative, beckman igm negative. On (B)(6) 2021, patient-1 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg negative, beckman igm negative. Patient-2-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive. Patient-2-sample-1-retest was run (B)(6) 2021 using abbott m2000 pcr, resulting in sars-cov-2 positive. Patient-2-sample-2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative. Patient-2-sample-2-retest was run on unknown date using abbott m2000 pcr, resulting in sars-cov-2 negative. On (B)(6) 2021, patient-2 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg negative, beckman igm negative. On (B)(6) 2021, patient-2 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg negative, beckman igm negative. Patient-3-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive. Patient-3-sample-1-retest was run (B)(6) 2021 using abbott m2000 pcr, resulting in sars-cov-2 positive. Patient-3-sample-2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative. Patient-3-sample-2-retest was run on unknown date using abbott m2000 pcr, resulting in sars-cov-2 negative. On (B)(6) 2021, patient-3 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg positive, beckman igm negative. On (B)(6) 2021, patient-3 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg positive, beckman igm negative. Patient-4-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive. Patient-4-sample-1-retest was run (B)(6) 2021 using abbott m2000 pcr, resulting in sars-cov-2 positive. Patient-4-sample-2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative. Patient-4-sample-2-retest was run on unknown date using abbott m2000 pcr, resulting in sars-cov-2 negative. On (B)(6) 2021, patient-4 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg positive, beckman igm negative. On (B)(6) 2021, patient-4 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg positive, beckman igm negative. Patient-5-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive. Patient-5-sample-1-retest was run (B)(6) 2021 using abbott m2000 pcr, resulting in sars-cov-2 positive. Patient-5-sample-2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative. Patient-5-sample-2-retest was run on unknown date using abbott m2000 pcr, resulting in sars-cov-2 negative. On (B)(6) 2021, patient-5 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg positive, beckman igm positive. On (B)(6) 2021, patient-5 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg positive, beckman igm positive. Patient-6-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive. Patient-6-sample-1-retest was run (B)(6) 2021 using abbott m2000 pcr, resulting in sars-cov-2 negative. Patient-6-sample-2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative. Patient-6-sample-2-retest was run on unknown date using abbott m2000 pcr, resulting in sars-cov-2 negative. On (B)(6) 2021, patient-6 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm positive, beckman igg positive, beckman igm positive. On (B)(6) 2021, patient-6 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg positive, beckman igm positive. Patient-7-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive. Patient-7-sample-1-retest was run (B)(6) 2021 using abbott m2000 pcr, resulting in sars-cov-2 positive. Patient-7-sample-2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative. Patient-7-sample-2-retest was run on unknown date using abbott m2000 pcr, resulting in sars-cov-2 negative. On (B)(6) 2021, patient-7 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg negative, beckman igm negative. On (B)(6) 2021, patient-7 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg negative, beckman igm negative. Patient-8-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive. Patient-8-sample-1-retest was run (B)(6) 2021 using abbott m2000 pcr, resulting in sars-cov-2 negative. Patient-8-sample-2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative. Patient-8-sample-2-retest was run on unknown date using abbott m2000 pcr, resulting in sars-cov-2 negative. On (B)(6) 2021, patient-8 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg negative, beckman igm negative. On (B)(6) 2021, patient-8 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg negative, beckman igm negative. Patient-9-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive. Patient-9-sample-1-retest was run (B)(6) 2021 using abbott m2000 pcr, resulting in sars-cov-2 positive. Patient-9-sample-2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative. Patient-9-sample-2-retest was run on unknown date using abbott m2000 pcr, resulting in sars-cov-2 negative. On (B)(6) 2021, patient-9 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg positive, beckman igm negative. On (B)(6) 2021, patient-9 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg positive, beckman igm negative. Patient-10-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive. Patient-10-sample-1-retest was run (B)(6) 2021 using abbott m2000 pcr, resulting in sars-cov-2 positive. Patient-10-sample-2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative. Patient-10-sample-2-retest was run on unknown date using abbott m2000 pcr, resulting in sars-cov-2 negative. On (B)(6) 2021, patient-10 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg positive, beckman igm negative. On (B)(6) 2021, patient-10 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg positive, beckman igm negative. Patient-11-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive. Patient-11-sample-1-retest was run (B)(6) 2021 using abbott m2000 pcr, resulting in sars-cov-2 positive. Patient-11-sample-2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative. Patient-11-sample-2-retest was run on unknown date using abbott m2000 pcr, resulting in sars-cov-2 negative. On (B)(6) 2021, patient-11 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm borderline, beckman igg negative, beckman igm borderline. On (B)(6) 2021, patient-11 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg negative, beckman igm negative. Customer also provided description of test results for what they term a "control symptomatic patient" for reference. "Control symptomatic patient" sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive. "Control symptomatic patient" sample-2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative. "Control symptomatic patient" sample-2-retest was run on unknown date using abbott m2000 pcr, resulting in sars-cov-2 negative. On (B)(6) 2021, "control symptomatic patient" had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg negative, beckman igm negative. On (B)(6) 2021, "control symptomatic patient" had sars-cov-2 antibody test results: abbott igg anti-n positive, abbott igm borderline, beckman igg positive, beckman igm borderline. No data from tests were provided for analysis. Cepheid patient safety board determines root cause is due to target near lod. There is no indication or evidence of product malfunction and there was no reported patient harm. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2/flu/rsv eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid.

Event description:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected samples from 11 patient with no symptoms of covid-19. No data for any test was provided for analysis. Patient-1-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive. Patient-1-sample-1-retest was run (B)(6) 2021 using abbott m2000 pcr, resulting in sars-cov-2 positive. Patient-1-sample-2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative. Patient-1-sample-2-retest was run on unknown date using abbott m2000 pcr, resulting in sars-cov-2 negative. On (B)(6) 2021, patient-1 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg negative, beckman igm negative. On (B)(6) 2021, patient-1 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg negative, beckman igm negative. Patient-2-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive. Patient-2-sample-1-retest was run (B)(6) 2021 using abbott m2000 pcr, resulting in sars-cov-2 positive. Patient-2-sample-2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative. Patient-2-sample-2-retest was run on unknown date using abbott m2000 pcr, resulting in sars-cov-2 negative. On (B)(6) 2021, patient-2 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg negative, beckman igm negative. On (B)(6) 2021, patient-2 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg negative, beckman igm negative. Patient-3-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive. Patient-3-sample-1-retest was run (B)(6) 2021 using abbott m2000 pcr, resulting in sars-cov-2 positive. Patient-3-sample-2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative. Patient-3-sample-2-retest was run on unknown date using abbott m2000 pcr, resulting in sars-cov-2 negative. On (B)(6) 2021, patient-3 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg positive, beckman igm negative. On (B)(6) 2021, patient-3 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg positive, beckman igm negative. Patient-4-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive. Patient-4-sample-1-retest was run (B)(6) 2021 using abbott m2000 pcr, resulting in sars-cov-2 positive. Patient-4-sample-2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative. Patient-4-sample-2-retest was run on unknown date using abbott m2000 pcr, resulting in sars-cov-2 negative. On (B)(6) 2021, patient-4 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg positive, beckman igm negative. On (B)(6) 2021, patient-4 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg positive, beckman igm negative. Patient-5-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive. Patient-5-sample-1-retest was run (B)(6) 2021 using abbott m2000 pcr, resulting in sars-cov-2 positive. Patient-5-sample-2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative. Patient-5-sample-2-retest was run on unknown date using abbott m2000 pcr, resulting in sars-cov-2 negative. On (B)(6) 2021, patient-5 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg positive, beckman igm positive. On (B)(6) 2021, patient-5 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg positive, beckman igm positive. Patient-6-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in ars-cov-2 positive. Patient-6-sample-1-retest was run (B)(6) 2021 using abbott m2000 pcr, resulting in sars-cov-2 negative. Patient-6-sample-2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative. Patient-6-sample-2-retest was run on unknown date using abbott m2000 pcr, resulting in sars-cov-2 negative. On (B)(6) 2021, patient-6 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm positive, beckman igg positive, beckman igm positive. On (B)(6) 2021, patient-6 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg positive, beckman igm positive. Patient-7-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive. Patient-7-sample-1-retest was run (B)(6) 2021 using abbott m2000 pcr, resulting in sars-cov-2 positive. Patient-7-sample-2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative. Patient-7-sample-2-retest was run on unknown date using abbott m2000 pcr, resulting in sars-cov-2 negative. On (B)(6) 2021, patient-7 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg negative, beckman igm negative. On (B)(6) 2021, patient-7 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg negative, beckman igm negative. Patient-8-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive. Patient-8-sample-1-retest was run (B)(6) 2021 using abbott m2000 pcr, resulting in sars-cov-2 negative. Patient-8-sample-2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative. Patient-8-sample-2-retest was run on unknown date using abbott m2000 pcr, resulting in sars-cov-2 negative. On (B)(6) 2021, patient-8 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg negative, beckman igm negative. On (B)(6) 2021, patient-8 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg negative, beckman igm negative. Patient-9-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive. Patient-9-sample-1-retest was run (B)(6) 2021 using abbott m2000 pcr, resulting in sars-cov-2 positive. Patient-9-sample-2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative. Patient-9-sample-2-retest was run on unknown date using abbott m2000 pcr, resulting in sars-cov-2 negative. On (B)(6) 2021, patient-9 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg positive, beckman igm negative. On (B)(6) 2021, patient-9 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg positive, beckman igm negative. Patient-10-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive. Patient-10-sample-1-retest was run (B)(6) 2021 using abbott m2000 pcr, resulting in sars-cov-2 positive. Patient-10-sample-2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative. Patient-10-sample-2-retest was run on unknown date using abbott m2000 pcr, resulting in sars-cov-2 negative. On (B)(6) 2021, patient-10 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg positive, beckman igm negative. On (B)(6) 2021, patient-10 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg positive, beckman igm negative. Patient-11-sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive. Patient-11-sample-1-retest was run (B)(6) 2021 using abbott m2000 pcr, resulting in sars-cov-2 positive. Patient-11-sample-2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative. Patient-11-sample-2-retest was run on unknown date using abbott m2000 pcr, resulting in sars-cov-2 negative. On (B)(6) 2021, patient-11 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm borderline, beckman igg negative, beckman igm borderline. On (B)(6) 2021, patient-11 had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg negative, beckman igm negative. Customer also provided description of test results for what they term a "control symptomatic patient" for reference. "Control symptomatic patient" sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive. "Control symptomatic patient" sample-2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative. "Control symptomatic patient" sample-2-retest was run on unknown date using abbott m2000 pcr, resulting in sars-cov-2 negative. On (B)(6) 2021, "control symptomatic patient" had sars-cov-2 antibody test results: abbott igg anti-n negative, abbott igm negative, beckman igg negative, beckman igm negative. On (B)(6) 2021, "control symptomatic patient" had sars-cov-2 antibody test results: abbott igg anti-n positive, abbott igm borderline, beckman igg positive, beckman igm borderline. No data from tests were provided for analysis and there was no reported patient harm.